Event description:
While a clinician was suctioning the pt via a tracheostomy tube, the outer cannula's ring to which the inner cannula connects separated. The device is not designed to separate/disconnect at this portion. Thus, the inner cannula was not secured to the outer cannula. Note: no adverse effect on the pt. 1. An anti-disconnect device prevented a disconnection from the ventilator. 2. The defective tube was replaced.